Manufacturer narrative:
The product analysis indicates one opened sample of part number 1884004hr, from lot number hg1p84w was received. The distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.25¿ in length. The break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 2nd proximal valley while moving in a cw direction which resulted in the observed break. There was no evidence of concentricity issues or bend in the outer tube. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The teeth and surface profiles are controlled dimensionally and with an overlay tool. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported about a tricut blade that fell apart in the middle of a maxillary antrostomy procedure. It was a new blade. The piece was removed from the patient without difficulty.